Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a difficulty loosening the set screw was confirmed in the laboratory and was due to silicone, septum debris inside the set screw hex head. This material prevented loosening of the screws in the hex cavity.

Event description:
It was reported that during implant, exit block and high impedance were observed. The physician checked the connection, but had difficulty loosening the setscrews from the header. After several attempts, the set screws were loosened but one fell out. The physician elected to use a new device. The patient was in good condition before and after the event.